Manufacturer narrative:
Section a3b: unknown/ not provided. Asku. Device evaluation: product evaluation was not performed because the product has not been received (the device was discarded). The complaint issue reported could not be confirmed. Manufacturing record review: based on the complaint investigation results, the product was released within specifications. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric ii intraocular lens (iol) was implanted in a patient's right eye, and they are having intolerable glare and halo a month post op. The doctor is planning to do an iol exchange and change her to a monovision toric, to use the tecnis toric. It was noted that the suspect iol was explanted on (B)(6) 2024. This was replaced with a diu300, same diopter power size as original iol. The doctor did enlarge the incision to about 4 mm to remove the old lens. There was no vitrectomy needed. The doctor also did place 2 sutures in the main incision just as a safety precaution since he had enlarged it. The doctor thought that it is too early to tell if the replacement helped the vision issues because she has some corneal edema and her pupil is still dilated from surgery yesterday, so her vision was very blurry today ((B)(6) 2024), at about 20/50. When the doctor was asked if the halos/glare were gone, she had a hard time answering, likely because of the persistent dilation. The patient is doing just fine, her intraocular pressure (iop) is a little high, likely some retained viscoelastic, so she has a little bit of a headache, but that is improving. Additional information received indicated that the patient's outcome is fine. The explanted lens was discarded. No other information was provided.